Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported failed downstream occlusion test, which was not reproduced during evaluation. A review of the event history log could not confirm the reported failed downstream occlusion test. The alarm in the event history log is normal function of the device. Evaluation tested the device and found no problems with the device. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test during testing at the biomed service department. There was no patient involvement. No additional information is available.